Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided, and vomiting. Cause was not known. Customer administered a bolus via the pump, a manual injection, and performed a supply change to address the issue and went to the emergency room with moderate to high ketones. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and was treated with intravenous fluids of saline and insulin, resolving the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.